Event description:
The pt reportedly experienced no lock between the external equipment and cochlear implant. In 2005 the pt was seen for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's device was scheduled.